Event description:
The consumer states as he was driving his power chair down a dock by the lake, the left motor allegedly locked up, and swung the chair sideways into the water with him in the chair. No serious injury is alleged.

Manufacturer narrative:
User contacted manufacturer, alleging the motor locked up and the chair went into the water. Consumer alleged a rescue crew was in the water searching for a drowning victim and removed his chair from the water for him. The chair was smoking when he tried to use it again. Water ingress is likely. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse, or an operator error had simply occurred. MDR filed as a conservative measure.